Event description:
The spiderfx was backloaded onto an 014 wire. Upon reaching the bifurcation of the cfa, the delivery catheter prolaped into the profunda instead of following the desired path into the sfa. The catheter was pulled back and pushed to the desired destination for the spider filter. The guidewire was withdrawn, and the filter was pushed forward, but would not exit the clear portion of the delivery catheter. The catheter was withdrawn for inspection. While being examined, the green delivery catheter tore away rendering the device useless. Investigation of the returned device on february 12, 2015 found the spiderfx catheter was missing the clear (garage) section and everything distal to the proximal green section.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.additional information has been requested. Should it become available a supplemental report will be submitted.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
The spider fx device was received for evaluation with the capture wire loaded through the delivery section of the double-ended catheter. The catheter was missing the clear (garage) section and everything distal to the proximal green section. The neck-down from the proximal garage bond was still attached. The proximal filter-marker band and approximately 7mm of the filter were in the pulled within the catheter lumen. The neck-down region exhibited an irregular border suggesting the material had been flowed. Typically, the luminal diameter of this bond site is too small to accommodate the filter marker band. The lack of accordion folding of the remaining green catheter shaft suggests that the catheter was held distal to the proximal garage bond and the capture wire was pulled proximally with enough force to pull the filter marker band into the proximal green shaft and overwhelm the garage/ shaft bond.